Manufacturer narrative:
Product analysis: analysis of the programmer could not confirm the customer comment. No anomalies were found. The interpose board was replaced as preventative. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and displayed white streaks on the display. The programmer was returned for service. There was no patient involvement.